Event description:
A healthcare professional reported that plunger did not push the iol forward. The procedure was completed on same day by using unspecified replacement iol. There was no patient harm. Additional information received stating that the plunger went past the iol and got stuck. There was no patient contact. The surgery was completed with company same model lens and same diopter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at investigation site for evaluation for the report of the plunger went past the intraocular lens (iol) and got stuck; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).